Manufacturer narrative:
Additional suspect medical device components involved in the event: product family scs-linear leads. Upn m365sc2218700. Model sc-2218-70. Serial-lot (B)(6). Batch 18775907. Product family scs-linear leads. Upn m365sc2218700. Model sc-2218-70. Serial-lot (B)(6). Batch 18775907 product family scs-linear leads. Upn m365sc2352500. Model sc-2352-50. Serial-lot (B)(6). Batch 18833311.

Event description:
It was reported that the patients non-device related complex regional pain syndrome had advanced significantly and the patient has not been able to tolerate stimulation, even at very low amplitudes. It was also reported that the stimulation was causing wind-up pain. The patient was hospitalized and underwent a procedure in which the entire spinal cord stimulation (scs) system was explanted. The patient was discharged from hospital the following day after procedure. The explanted devices will not be returned as they were discarded at the hospital.

Event description:
It was reported that the patients non-device related complex regional pain syndrome had advanced significantly and the patient has not been able to tolerate stimulation, even at very low amplitudes. It was also reported that the stimulation was causing wind-up pain. There was no device deficiency. The patient was hospitalized and underwent a procedure in which the entire spinal cord stimulation (scs) system was explanted. The patient was discharged from hospital the following day after procedure. The explanted devices will not be returned as they were discarded at the hospital.

Manufacturer narrative:
Correction to initial MDR in block b5 additional suspect medical device components involved in the event: product family scs-linear leads upn (B)(4) model sc-2218-70 serial-lot (B)(6) batch 18775907 product family scs-linear leads upn (B)(4) model sc-2218-70 serial-lot (B)(6) batch 18775907 product family scs-linear leads upn (B)(4) model sc-2352-50 serial-lot (B)(6) batch 18833311